Manufacturer narrative:
This report is submitted on february 15, 2022.

Event description:
Per the surgeon, over the past year she has reported chronic pain in the implant area which has been unresponsive to several courses of antibiotics (mode of administration is unknown) and steroid injections at the site of the pain. There are plans to explant the magnet. The implant remains in-situ.